Event description:
The band had slipped causing motility dysfunction, esophageal dilation, gerd, reflux, dysfunction of the esophageal sphincter. Required band removal and continued evaluation of temporary vs permanent harm.